Manufacturer narrative:
Additional patient information has been requested. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the company specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A (B)(6) reported a case of bilateral corneal haze, observed at three months post lasik treatment. The reporter indicated topical steroid eye drop dosage was increased. Patient noted night time glare and halos. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. Additional logfile review indicated no abnormalities that could have contributed to reported event. All treatments were completed to 100% and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.